Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, as the malfunction code displayed was not resettable. The customer was advised to use multiple daily injections as a backup therapy and was given instructions on how to return the faulty pump using a prepaid label.